Event description:
Facility reported: "pt suffered from "keratitis" (dehydration of eyes, possibly from heat from blanket) required ophthalmic medical intervention. Used caredrape upper body blanket on pt because of equipment problems delaying surgery. (Normally 1 hr to 3 3/4 hrs). The blanket was pulled up over pt's head to keep her warm. The pt's eyes were covered with gauze and taped closed. (Porous tape used). A normal procedure."